Event description:
A report was received that a patient was unable to charge his ipg following a non-device related surgical procedure. The physician replaced the patient's ipg and the patient is reportedly doing well and receiving good stimulation coverage.